Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct and duodenum. The exact implant date was not provided nor was the event date reported. According to the complainant, during the patient regular checkup, it was noticed that the stent had migrated distally and perforated the duodenal wall of the patient. The physician was able to remove the stent from the patient using graspers. No new stent was reported to replace the migrated stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.